Event description:
It was reported that during a percutaneous coronary intervention procedure, crossing difficulties and shaft fracture occurred. The lesion being treated was a calcified 100% stenosis located in the severely tortuous distal right coronary artery (rca). Difficulty crossing the lesion was encountered. When the physician pushed the 1.5 x 8mm apex balloon catheter forcibly, the device was able to cross the lesion, however, the catheter shaft and fractured. Therefore, the procedure was completed with another device. No patient injury or complications were reported. The patient's condition was reported as "good". This device is only ous approved, but is similar to a us device.

Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.